Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance the separation gel smearing up the tube walls on 3 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd received three photos for investigation. Evaluation of the photographs indicated gel smearing. A total of 100 retained samples were visually inspected, and no gel defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of may 2025. Therefore factors that may contribute to gel smearing were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, gel smearing, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. This complaint has been confirmed for the indicated failure mode gel smearing based on photographic evidence. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance the separation gel smearing up the tube walls on 3 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd received three photos for investigation. Evaluation of the photographs indicated gel smearing. A total of 100 retained samples were visually inspected, and no gel smearing was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality are under statistical control for the month of may 2025. At this time, further testing is not indicated. This complaint has been confirmed for the indicated failure mode gel smearing. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance the separation gel smearing up the tube walls on 3 devices. No adverse impact was reported regarding the patient or user.